Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed several alerts due to an inaccurate sensor glucose reading. The blood glucose reading was 547 mg/dl, for which troubleshooting was declined. The customer stated that she received a predict low alarms and hypo alerts even though she felt fine. She stated that she treated by eating candy, even though her blood glucose was not really low. She was advised against treated based on sensor glucose readings. The customer also reported that she received a calibration error as well. The most recent blood glucose reading was 216 mg/dl. She advised that she would call back if necessary. Nothing further reported.